Manufacturer narrative:
H.6. Investigation summary one sample was provided to our quality team for investigation. Through visual inspection, a hair was observed on the needle housing. A device history review was performed for the reported lot 2001106, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room. We perform clearly defined cleaning procedures and line clearance according to procedure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. While we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure. Manufacturing personnel have been notified of this incident to increase awareness of this matter.

Event description:
It was reported that bd phaseal¿ injector luer lock n35j had foreign matter. This was discovered before use. The following information was provided by the initial reporter: fm was found in a package when unpacking.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd phaseal¿ injector luer lock n35j had foreign matter. This was discovered before use. The following information was provided by the initial reporter: fm was found in a package when unpacking.